Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse verified the unit was leaking helium during leak test. The fse changed the gasket at the helium tank, however the leak persisted. The fse replaced the helium regulator. The fse ran leak test again. The unit passed leak test. Performed all other functional tests and calibration verifications. Unit passed all testing except the battery test. Batteries need to be replaced. The unit was not cleared for clinical use until the bmet changes the batteries.

Event description:
It was reported that a helium leak occurred on the cs300 intra-aortic balloon pump (iabp) during preventative maintenance (pm) performed by the customer. There was no patient involvement and no adverse event reported.

Event description:
It was reported that a helium leak occurred on the cs300 intra-aortic balloon pump (iabp) during preventative maintenance (pm) performed by the customer. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The facility biomedical engineer reported that the batteries were replaced on the iabp. The iabp is back in service.